Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown device manufacture date: unknown (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle clog, needle bent pen & does not attach as intended. A review of all risk management documents for the product family of the device involved in this complaint (pen needle, needle clog, needle bent pe & does not attach as intended), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number for needle clog, needle bent pe & does not attach as intended. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle were unable or difficult to prime, the inner shield/outer cover/cap would not attach/detach, and outer cover unable to attach to remove needle from pen. Product defects occurred during use. The following information was provided by the initial reporter: consumer reported for about 3 months she has been getting boxes of the bd pen needles and half of the each box has pen needles that don't work. Stated during her flow check no medication comes out of the needles. Stated she also noticed some needles bent on the pe. Stated some of the pen needles are also difficult to attach to her insulin pen, they just keep turning on the pen. Consumer discarded product box and could not provide item # or lot #. Stated she is using the bd ultra-fine pen needles 4mm x 32g. Lot# unknown. Cat# unknown. Date of event: unknown.